Event description:
A fire department emergency medical technician called to report this event. Emergency medical technician stated the patient was in hypoglycemic state and is on a sliding scale of insulin. Patient was tested on the emergency medical techninican's equipment and their blood glucose was 28 mg/dl. A family member said the suspect device did not read low. The emergency medical technician used the suspect device and the result was hi. The patient was treated with an IV. Glucose controls were not used on the system. The emergency medical technician stated the cap was not on the test strip vial that was being used by the patient. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.